Event description:
A customer reported that their freestyle flash meter displayed an error 4 message. The meter was returned and testing confirmed that the unit of measurement could be changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
No manufacturing parameters found out of spec and original duracell battery voltage was measured at 3.010v. Observed battery icon and booklet icon while strip was inserted. Additionally, meter displayed an error 4. Unit of measurement was selectable and was received at mmol/l. Errors 015 and 0300 were observed in the meter internal log indicating battery droop. Battery droop is indicative of memory overwrite. Meter is operable. Customers and retailers have been informed through the fa16may206 letter.